Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was intended to be used in a hydrothermablation (hta) procedure performed on (B)(6), 2011.according to the complainant, the paper lid covering the plastic tub of the packaging was observed to be open during unpacking. There was no damage noted to the shipping packaging. The device was disposed of and was not used in the patient.